Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number 0411sgs2, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the toothbrush broke below the oval shape opening at the rubber parts. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number 0411sgs2, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the toothbrush broke below the oval shape opening at the rubber parts. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the toothbrush was updated from 0411sgs2 to 10411sgs2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number 0411sgs2, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the toothbrush broke below the oval shape opening at the rubber parts. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the toothbrush was updated from 0411sgs2 to 10411sgs2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The device name was updated from reach total care plus massage toothbrush to reach total care plus whitening toothbrush. The lot number was updated from 10411sgs2 to 04111sg s2. A review of the trending data revealed an increase which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling. Retain sample was evaluated and met specification. One toothbrush with lot 04111sg s2 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. Packaging was not returned. As per manufacturer the defect observed in the returned complaint sample was not due to a manufacturing occurrence and the toothbrush was manufactured according to the specification. Although the returned sample received was broken, manufacturer states the product defect was not due to a manufacturing occurrence. The manufacturer stated that the break occurred due to high compression forces on the handle. They had verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The manufacturer confirmed that the returned toothbrush was manufactured according to specification therefore the disposition of the complaint was undetermined. (B)(4). No adverse trends were identified during the complaint investigation. Based on the information available, this device was used as intended for treatment. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.